Manufacturer narrative:
This pump was not returned for analysis, however, data logs were returned and a failure investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
A (B)(6) patient in (B)(6) was admitted in cardiogenic shock and had an impella 2.5 placed. During procedure, a bent pigtail was discovered, however, the pump supported the patient successfully with no operational issues. A thrombus in the proximity of the fourth intercostal space of the descending aorta was identified and removed following device explant. Patient has since been discharged from the hospital. It should be known that physician had lowered act values below the recommended values set for the patient and may have contributed to the formation of the reported thrombus.

Manufacturer narrative:
A definitive root cause was unable to be determined as the patient's clotting times were not provided and the device was not returned for the investigation. An analysis was performed to review the device history record and found no manufacturing issues or reworks associated with this pump lot. There are no other complaints associated with pumps from this lot.

Manufacturer narrative:
Data logs were returned and reviewed. Brief suction alarms were identified and had occurred multiple times during the first two days of support. Impella position wrong alarms for the outlet being under the aortic valve were also identified.